Manufacturer narrative:
The customer¿s report of an 800.8000 error during an infusion was confirmed. The pcu event log shows that at 10:10 pm on (B)(6) 2017 the pump module was programmed to infuse norepinephrine 16mg in 250ml at a rate of 3.3ml/hr with a vtbi of 30ml. At 10:10:50 pm, the device alarmed for flo stop open and then two seconds later at 10:10:52 pm, the user selected softkey 14 (start) to start the infusion. At 10:11:51 pm, the user attempted to channel the device off and at 10:11:57 pm, the malfunction occurred. No devices were returned for investigation. The root cause is a software issue related to a race condition of starting the infusion on the pcu at the same time of clearing the alarm event on the module. When a system error occurs, all active modules will continue to infuse, but in an alarm state. Devices not received, log review only.

Event description:
The customer reported the norepinephrine infusion was moved to a new pump module with the roller clamp and the safety clamp engaged. The infusion was restarted and infused for a few minutes before all four channels alarmed for ¿communication error¿ (error code 800.8000). The patient¿s systolic blood pressure increased from 100 mmhg to 200 mmhg. The infusion was stopped, the set moved to the original pump module (with the roller and safety clamps engaged) and the infusion was restarted. The patient¿s blood pressure returned to baseline. There was no report of lasting patient harm.